Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was failed. A field service engineer (fse) replaced the controller board, and the drawer was recovered and tested successfully with no further defects observed. It was noted that the matrix liner was missing, which had previously been removed by the customer. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure. The customer reported issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.